Manufacturer narrative:
Further information from the reporter regarding implant date, explant date, affected side, event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a "rupture" on unknown side. Device has been explanted. This record is for the left side.